Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lack of suction on patient¿s both eyes. Additional information was received, and it was learnt that the suction loss occurred during laser firing. Patient¿s right eye had a small pocket where the flap was uncut. The uncut area on patient¿s right eye was dissected using a vanness scissors, and lifted normally without complication. No further information provided. This report will capture information for patient¿s right eye. Another report is being reported for patient¿s left eye.